Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6500 complaint of alarm 1870 was confirmed when powering device. Unable to download the event log. Action was taken to replace the motor. Unknown cause of event. Device went on a passed all functional testing.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6500.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error 1870. No patient was involved in this event. No adverse effects were reported.